Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. Reportedly, the pt underwent a procedure for treatment of stress urinary incontinence and pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and will likely undergo corrective surgery.